Event description:
On 3/6/97, the facility nurse contacted a MFR clinical rep and provided the following info concerning this pt/device: the device was implanted on 1/6/97 for infusion of chemotherapy. The pt had been receiving chemotherapy and was admitted to the hosp with a decreased white blood cell count for treatment of a device site infection with IV antibiotics. Despite this treatment, the pt had positive blood cultures for staph aureus and an abscess developed at the port side. The device was explanted on 1/21/97. The pt was discharged from the hosp on 1/25/97 on oral antibiotics.